Event description:
It was reported that during cleaning after a surgical procedure at the user facility, a screw fell out of the back of the device, and the inner parts of the device fell out. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed, if additional info is obtained and requires reporting.